Event description:
The customer reported that the cannula never inserted and that there was no mark from a needle insertion. The customer's blood glucose reached 264 mg/dl. Before the pod was removed.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to properly insert the cannula or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.